Manufacturer narrative:
The device is not being returned for evaluation as it remains implanted in the patient.

Event description:
It was reported that following the successful placement of a non boston scientific corporation stent and coil, the second coil [device in question] prematurely deployed within the aneurysm while the physician was attempting to reposition the coil. The physician "let the coil conform with the aneurysm wall without reposition" and it remains implanted. There was no reported impact to the patient and the recovery was stated to be "normal".